Event description:
It was reported that the asymptomatic patient presented in the emergency room after feeling a vibratory notifier. An alert for high, out of range impedance was observed. Further testing confirmed out of range pacing lead impedance and an increased capture threshold. The lead was capped and replaced on (B)(6) 2017. The procedure was performed successfully with no complications to the patient.